Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately five years and ten months after the implant of the 29 mm evolut pro transcatheter aortic valve, the patient followed up with the implanting physician and was found to have moderate to severe aortic regurgitation with "small" paravalvular leak (pvl) on echocardiography. The physician's notes also indicated the following: the patient was "more breathless" than previously observed; the physician upped the patient's regular dose of diuretic medication to address the breathlessness and peripheral edema; and the patient has moderate to severe tricuspid regurgitation, possibly due to fluid overload. The implanting physician referred the patient to another physician for further follow-up and to potentially assess for a transcatheter valve-in-valve replacement procedure. Additional information was received indicating that a valve-in-valve procedure was scheduled. Prior to this procedure, the patient had an emergency bowl operation. Additional information was received that the echocardiogram was performed five years and nine months post-implant. The pvl was noted to be mild. Calcification was observed under the left coronary cusp (lcc) and non-coronary cusp (ncc) in the left ventricular outflow tract (lvot) and in the proximal left coronary artery and right coronary artery. Mitral annular calcification was also observed.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately five years and ten months after the implant of the 29 mm evolut pro transcatheter aortic valve, the patient followed up with the implanting physician and was found to have moderate to severe aortic regurgitation with "small" paravalvular leak on echocardiography. The physician's notes also indicated the following: the patient was "more breathless" than previously observed; the physician upped the patient's regular dose of diuretic medication to address the breathlessness and peripheral edema; and the patient has moderate to severe tricuspid regurgitation, possibly due to fluid overload. The implanting physician referred the patient to another physician for further follow-up and to potentially assess for a transcatheter valve-in-valve replacement procedure.